Event description:
(B)(4). Initial information was reported by a consumer's husband on (B)(6) 2008: a (B)(6) female consumer received therapy with poly-l-lactic acid (sculptra) 2-3 weeks ago for an indication of "filler for her hands." The consumer's husband stated that two weeks later, she experienced "bumps on her hands between the ligaments." He described them as "about a quarter of an inch (6.35 mm) to half an inch (12.7 mm) in diameter and painful. Log number and reconstitution information unknown. Treatment does not continue. Consumer has no concomitant medication and no reported medical history. No known drug allergies. No further medical information reported.

Manufacturer narrative:
Additional information for sculptra (lot #/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the us. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received by (B)(4) on 24-jun-2008 via a letter from the wife of the reporter (the wife is the consumer), and s-a correspondence which corrects her husband's (reporter's) first name, and indicated that she was taking the s-a forms to her doctor to be completed. The consumer reported that she received treatment with poly-l-lactic acid (sculptra) in the top of her hands, between the tendons, as a filler. In a few days, she had "huge lumps of different sizes" that started to formed "on top of my tendons in various places and not in between them, as it was intended." "They started hurting and became sore about two days after this procedure." Her physician injected triamcinolone acetonide (kenalog) to try to lower these bumps. The pain subsided a little, but is still there. More lumps have formed since then and the original ones "are still there." No further medical information was reported. Additional information received by (B)(4) on 24-jul-2008 via a fax of the sculptra form, the healthcare professional form, and the medwatch, from the treating dermatologist. It was reported that poly-l-lactic acid was reconstituted with 4 milliliter (ml) of sterile water for injection + 1 ml of lidocaine. The poly-l-lactic acid was reconstituted more than 2 hours prior to injections. No epinephrine was added. Additional local anaesthesia was provided via lidocaine + tetracaine (cream) (pliaglis). The date of injection was reported as (B)(6) 2008. The site of injection was reported as hands dorsum, total volume of poly-l-lactic acid was reported as 2 vials-one vial per hand. The event was reported as: "'lumps' under the skin at treatment site (dorsum hands)." A biopsy was not performed. Event outcome reported as ongoing. Poly-l-lactic acid lot number reported as 1a7018/expiration date jun2009. No further medical information provided. Additional information received via mail and phone from consumer and consumer's husband, respectively, on 17 and 19-nov-2008: consumer reports injections of poly-l-lactic acid were administered between the tendons on the tops of her hands. She states that within a few days, she began to develop huge painful lumps of different sizes on the "top of tendons" and knuckles on both hands. They are described as very sore and unsightly to look at. The physician has tried "many" times to inject different things into nodules, including "water," to reduce and make them disappear and she states that "nothing seems to have worked." She states "please let me know what can be done to get me back to normal. I'm very upset and depressed, as to what has happened to my hands with your product, and with all the pain and worry I've gone through." Her husband also asked what can be done for his wife's hands to get rid of these nodules. Events are on going at this time. No further relevant information provided.